Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An nt clip was inserted, and the leaflets were successfully grasped. The clip was attempted to be deployed; however, after turning the actuator knob eight times, the mandrel was unable to release from the clip. It was then noticed on imaging that the delivery catheter (dc) shaft and the clip were on a slightly difference axis as each other. Troubleshooting was performed, but the clip was still unable to detach. The physician decided to remove the gripper line and continue to deploy the clip. In an attempt to align the axes of the clip and the shaft, the physician decided to rotate the dc handle. The axes were able to be aligned and the clip was able to be deployed, reducing mr to a grade of 3. It was noted that after the clip was deployed, the mean pressure gradient increased to 7mmhg. Although the gradient increased to 7mmhg, the physician was satisfied with the results. Due to the high gradient, the physician decided to not implant an additional clip. No additional information was provided.